Manufacturer narrative:
(B)(4). The device was not returned for investigation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. However, a root cause cannot be determined for the reported event.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient was experiencing a high blood glucose (bg) level and ketones. The patient's mother took the patient to the hospital where a nurse directed the patient's mother to bring patient to the emergency room (ER) due to patient having diabetic ketoacidosis (dka). Prior to arriving to the ER, the mother gave patient extra insulin and the patient was fine. The patient did not need to be admitted to the ER. Patient is reported to be ok. No additional event or patient information is available.